Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> the complaint device was received at the service center and evaluated. The sales rep reported an issue of the device gave internal error. Per service operational and diagnostic, this complaint can be confirmed. During evaluation, error code 200 was observed. Unrelated to the reported problem, the connector was found to be damaged and missing components were observed. The issues were resolved with spare parts. Cosmetic improvements were also performed. After repair, the device was found to be working according to the specifications. User mishandling and/or lack of maintenance can be the most probable root causes of the missing components. With the available information, we cannot determine the root cause of the other identified problems. A manufacturing record evaluation was performed for the finished device serial number (B)(6), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. The sales rep reported an issue of the device gave internal error. Per operational and diagnostic, this complaint can be confirmed. During evaluation, error code 200 was observed. Unrelated to the reported problem, the connector was found to be damaged and missing components were observed. The issues were resolved with spare parts. Cosmetic improvements were also performed. After repair, the device was found to be working according to the specifications. User mishandling and/ or lack of maintenance can be the most probable root causes of the missing components. With the available information, we cannot determine the root cause of the other identified problems. A manufacturing record evaluation was performed for the finished device serial number ((B)(4)), and no non-conformance were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
As reported by the sales rep via phone that the facility called as they performed a system check and the vapr vue generator would not move from internal error on screen. No case or patient involved.